Event description:
Information received indicates the brake is not holding due to a broken brake/steer linkage.

Manufacturer narrative:
The technician used a brake/steer upgrade kit to repair the stretcher.